Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to noise on r/s portion of lead and possible inappropriate shocks and possible fracture.